Manufacturer narrative:
Lot information unknown and if it becomes available a follow-up report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated b6 to report device evaluation results. Updated d 4 for the lot number and the expiration date. D10 for the evaluation date. Updated g1-g2 for follow-up report submitter, g5 for the pmk510 number and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status, h4 for manufacture date and h6 method, result and conclusion codes.